Manufacturer narrative:
H.6: evaluation - other: the disposable was discarded at the facility. Smiths medical asd, inc is unable to perform a thorough investigation without the return of the actual samples involved. If info is rec'd other than what is reported; then a follow up report will be filed. A review of our complaints database showed no other similar reports on this lot number. In addition, a review of the device history file was performed on this lot number and no abnormalities were noted. The history of this report reveals that it is probably due to user error when loading the heat exchanger into the fluid warmer. The instructions for use supplied with this device has a "warning: which identifies: "do not bend heat exchanger bending may damage inner metal tube serious patient injury could result". Info provided by the hosp stated that the last time the o-rings were lubricated was 12/05/05. Per our maintenance and testing log in the operator's manual it is recommended that the o-rings be lubricated every 30 days. Failure to lubricate the o-rings may cause the heat exchanger to be, hard to install.